Event description:
Customer reports the use by date on the compact test strip vial as 05/2005. MFR's batch record confirmed the actual use by date to be 01/31/2005. No adverse event reported. Requested return of suspect device and replacement was sent.